Manufacturer narrative:
Physio-control evaluated the device and observed that the internal battery was severely charge depleted. A review of the device's data download shows indications that device operation locked up during the 3:00 am selftest in 2006, and subsequently depleted the device's internal battery and the charge-pak battery charger. Physio-control could not reproduce the device behavior described in the data download. Proper device operation was observed through functional and performance testing. A replacement device was provided to the customer.

Event description:
Found during routine testing. Customer called and all warning icons were displayed. Installed charge-pak battery charger displayed expiration date 09/28/2008. The device was returned to physio-control redmond for evaluation and, when received, it would not power on.